Event description:
It was reported the outer cannula of this biopsy needle was noted to be bent during inspection for a biopsy procedure. Another device was used to successfully complete the procedure. The pt's condition is good. This device has not been rec'd for eval. Therefore, a failure analysis is not available. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair. Warning: test firing the needle without stabilization may damage the cannula tip. Do not leave the needle cocked with the springs under tension until ready to use."